Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. The cause of low bg was unknown. The customer attempted to resolve the low bg level by consuming carbohydrates and glucose tablets, but the customer then lost consciousness because of the low bg level, and received third party assistance from their partner, who called emergency services to address bg. The customer woke up on their own, and emergency services provided no services and just ensured that the customer was safe. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.